Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was hospitalized due to a car accident when they went low. The customer was at 72 mg/dl after being treated. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer stated that the pump had run a temp basal delivery 3 times without them programming one. Troubleshooting was not completed as the customer declined. The customer discovered that novolog was not working for them and their doctor agreed to change their insulin to humalog. The customer had lows of 45 to 30 mg/dl and a car accident due to using novolog on (B)(6) 2017. The customer had a no delivery alarm due to an empty reservoir. The insulin pump will not be returned for analysis.